Event description:
An optometrist reported heavy surface dryness in a patients left eye one day following lasik. Patient reported blur and light sensitivity. Patient was told to discontinue use of the antibacterial medication. Patient was told to use a sterile irrigating solution for two days. Patient was noted to have an impression of medicamentosa. Upon follow up, it was reported that the patient is comfortable and happy. Visual acuity is good. Patient is only using artificial tears at this point. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the right eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No technical root cause could be determined, system is performing within specifications. (B)(4).